Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 642mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. The programming, time, and date were correct. The testing could not be completed as the customer was getting discharged. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.